Event description:
Ventilator has a problem within the power supply, that it does not sense the drop in line power during a generator switch over. The "line sensing" circuit in the power supply does not trip with certain types of power failures. Event: a critical care pt was using the vent and when the hospital ran its weekly generator check, the ventilator went into a battery mode. Shortly after hospital power was restored but the ventilator failed to go back to line power. After the normal 2 hours of battery time, the unit then alarmed and shut off. Lucky enough a respiratory care nurse was in the room and was able to take care of the situation, but its problem could have resulted in death.